Event description:
The event is reported as: the trigger was hard to depress. The problem was found during use. No pt injury reported.

Manufacturer narrative:
The device sample is available for eval, however, the device sample was not returned for eval at the time of this report.